Manufacturer narrative:
Concomitant products: 50ml hospira bag, 20meq potassium chloride inj., lot # 53-006-jt, exp. 01 nov 2011; 250ml excel container, 0.9% sodium chloride injection usp, lot # j5d225, exp. 04/17; therapy date (B)(6) 2015. The customer¿s report of an overinfusion of potassium was confirmed. The pcu event log showed a secondary infusion of "potassium chloride central" 20meq/100ml was programmed at 9:07 am on (B)(6) 2015 to infuse over a pre-populated duration of one hour at 100ml/hr with a vtbi of 100ml. The user did not make any changes to allow the infusion to infuse over 2 hours. Prior to the infusion completing, the user channeled the device off approximately 44 minutes after the start of the infusion at 9:51 am. The volume recorded as being infused during this period was 74.1ml functional testing performed found the pump module to be delivering fluid within specification. There were also no anomalies or leaks observed with the primary set. The root cause of the reported overinfusion of potassium was a user programming error.

Manufacturer narrative:
Concomitant medical products: 2426-0500, lot unk; secondary set, MFR/model/lot unk; therapy date (B)(6) 2015. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a potassium 20 meq infusion intended to infuse over 2 hours completed about 20 minutes early. A repeat potassium level drawn after the event was 4.3. The patient was reportedly critically ill with multiple co-morbidities and developed hypomagnesemia approximately 6 hours after the event requiring the administration of undefined pressors. It is not known whether this clinical effect was related to the over infusion of potassium.